Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was cut near leaflet 1 and commissures 1 and 2 were bent. Heavy calcification was observed on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Leaflet 3 had a tear of 5mm in the cusp region near the wireform. Calcification was evident near the tear. The lower cusp region of leaflet 3, near the wireform, was thickened and opaque. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut at multiple locations around the valve circumference and the wireform was exposed at the inflow aspect. The cut on the wireform was near the wireform bondage site, however the bond remained intact. Sewing ring damage was seen at the region of the cut wireform. Customer report of stenosis was confirmed and the probable cause of the reported regurgitation could be due to the leaflet tear.

Manufacturer narrative:
Additional manufacturer narrative: due diligence attempts were made to obtain the status of the explanted device for return and evaluation. At this time no response has been received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and the root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a 25mm pericardial mitral valve, implanted eleven (11) years, eight (8) months, and eighteen (18) days, was explanted due to severe mitral stenosis and regurgitation. The explanted device was replaced with a 27mm pericardial mitral valve. Per obtained medical records, the patient presented with shortness of breath and increasing edema. A new 27mm pericardial mitral valve was implanted with no paravalvular leak and good valve function. No complications occurred and the patient was transferred to the ICU having tolerated the procedure well. The patients preoperative pulmonary artery pressures were in the 80s but had dropped down into the low 40s postoperatively. The patient was discharged on post-operative day nine (9).